Event description:
The triton pump infused the medication twice as fast as expected.

Manufacturer narrative:
The device in question was received and inspected by walkmed infusion. The device was subjected to two delivery accuracy tests. The first test's parameters were 100 ml/hr with a target delivered volume of 40ml. The pump had delivered 40.2ml, which is within walkmed infusion's specification. The second test's parameters were 1000ml/hr with a target delivered volume of 500ml. The pump infused 474.6ml, which is .4ml short of being within walkmed infusion's specification. The reported event of a significant overinfusion was unconfirmed and there appears to be no malfunction of the pump system.